Manufacturer narrative:
A product sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A company rep reported that a surgeon experienced difficulty building vaccuum during a cataract procedure. The cassette was not replaced and the procedure was completed. There was no harm to the patient. No further info is expected for this case.